Manufacturer narrative:
Refer to mrn: 1221359-2021-00215 testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125235 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m125235 and test base part number 190-430 / lot m125235 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125235 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration

Event description:
The customer reported three (3) false positive results involving two (2) patients. With the ID now covid-19 assay. This report represents patient two (2) of two (2). The customer reported a false positive result a direct tested kitted swab with the ID now covid-19 assay performed (B)(6) 2020. The nasal swab was used to collect specimen from both nostrils. Repeat testing on a new sample with the ID now covid-19 assay generated positive results. Confirmatory testing with biofire rt-pcr on a sample (not otherwise specified) collected on (B)(6) 2020 also generated negative results. Additional testing with the ID now covid-19 assay performed (B)(6) 2020 generated negative results. There was no report of death or serious injury based on the ID now covid-19 assay results. There was no impact or action taken regarding patient treatment. The patient was symptomatic, with a dry cough at the time of testing and placed in quarantine. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.